Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that a customer experienced a preperitoneal disk separation from the core of a proflor implant, model fihr 25mm, when attempting to repair a 15mm hernia defect. Based on the report, the proflor implant lamella was being placed in the hernia orifice when the preperitoneal disk separation occurred. Another fihr 25mm proflor implant from the same lot was used to successfully complete the procedure. There was no reported patient harm.

Event description:
It was reported that a customer experienced a preperitoneal disk separation from the core of a proflor implant, model fihr 25mm, when attempting to repair a 15mm hernia defect. Based on the report, the proflor implant lamella was being placed in the hernia orifice when the preperitoneal disk separation occurred. Another fihr 25mm proflor implant from the same lot was used to successfully complete the procedure. There was no reported patient harm.